Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient's implantable neurostimulator (ins) indication for use is occipital neuralgia and spinal pain.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-75, lot/serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-75, lot/serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a friend/ family. It was reported that the consumer met with manufacturing representative (rep) last week who suggested the patient may get a new stimulator because "part of it is not working the way it should" and patient spoke with rep about a new ins . Consumer wanted to know the cost of the new stimulator. Consumer was asked to clarify issue reported and consumer said "only one lead is still working". Consumer was not sure what happened to the other lead but the "other ones may have pulled loose or something". Consumer said they met with rep last week who used a diagnostic tool to determine that one lead was not working. Consumer stated patient was not feeling stimulation even though the device seemed to show it was turned on. Consumer stated they then set up an appointment rep . Consumer was redirected to hcp. Consumer stated patient was going to meet with hcp today ((B)(6) 2018) to get the ins looked at. Additional information was received from the manufacturing representative (rep). It was reported that the cause of the out of range (oor) impedances was not determined. Rep said on 6/27/2018, they ran impedances using all intensity settings. All returned oor results on lead 0-7 and all but 4 electrodes on lead 8-15. An appointment was scheduled for (B)(6) 2018 to meet with patient surgeon to discuss options. Surgical intervention has been planned. Patient met with surgeons pa on (B)(6) 2018 and approved lead replacement surgery. Date unknown at this time. The impedance issue has not been resolved at this time. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was having good coverage and relief in the usual painful areas following the battery and lead replacement on (B)(6) 2018. Therapy resumed and impedances were normal. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reported that a lead replacement was schedule for (B)(6) 2018. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient felt a decrease in stimulation and an increase in pain over the last several months. The patient noted that they can feel stimulation if they turn it up very high. An impedance test revealed that all the electrodes except for four had high out of range impedances. The patient planned to meet with their surgeon to discuss their options. The patient was programmed for minimal coverage of the painful areas for the meantime. No further complications are anticipated.

Manufacturer narrative:
Other applicable components are: product ID 3777-75 serial# (B)(4) implanted: (B)(6) 2012, explanted: (B)(6) 2018. Product type lead product ID 3777-75 serial# (B)(4). Implanted: (B)(6) 2012. Explanted: (B)(6) 2018. Product type lead medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that old leads were discarded by the physician following explant. No further complications are anticipated.